Manufacturer narrative:
The pod was received with cannula fully deployed. The exposed portion of soft cannula was found to be bent. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was bent. It could not be conclusively determined when this damage to soft cannula occurred. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. After investigating the pod, no internal source of fluid leakage was found along the complete fluid path that would cause any leakage of insulin from the pod. Deep cracks were found on the outer housing of the pod. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 316 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported bg levels remained high despite a bolus delivery; she also noticed the pod was leaking. When removed from the infusion site (arm), the pod's cannula was found bent and damaged. As treatment, a new pod was applied and a correction bolus was delivered. The patient's blood glucose and insulin history are as follows: (B)(6).